Event description:
The reported stated the surgeon inserted an aa4204vf silicone plate lens but the lens tore. The lens was cut into pieces to remove, there was no incision enlargement or sutures. There was not pt injury. The reporter stated it was unk as to why the lens tore.